Event description:
It was reported that the pacemaker was found in backup vvi. It was suspected that it was due to the device being over end of life. The device was explanted and replaced. Patient was stable and there were no adverse consequences.